Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached approximately 400 mg/dl while wearing the pod between 24 and 36 hours. While showering that evening, the patient noticed the pod had detached from the infusion site (abdomen), though the cannula remained in the patient¿s skin. The patient replaced the adhesive cover; however, despite administering bolus doses, their blood glucose continued to rise instead of decrease, eventually prompting the patient to go to the ER. Before arriving to the ER, the patient noticed the cannula was out of their body. No symptoms were reported. The patient was treated with 12 and 5 units of insulin via injection, was provided intravenous (IV) fluids. The patient was discharged 4 hours later. The pod was removed and discarded at the hospital.